Event description:
It was reported that the crown was loose, and we tried to tighten it, but it came off. The implant at tooth site #3 was removed due to the loosened abutment screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: investigation type codes were added: 4110, 4111 and 4114. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4315. H10: narrative/data was updated. The unknown abutment/screw was not returned for investigation. Therefore, the reported event (loosening) was non-verifiable. Based on the evaluation, device malfunction could not be verified. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed for the unknown abutment/screw, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation was the abutment was not seated properly; improper screw placement or the cement didn¿t retain to abutment. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.